Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient felt unwell and went to the hospital. The blood glucose result at the hospital was 30.0 mmol/l. The patient was put on back up pen therapy. It is unknown what other type of treatment the patient received at the hospital. The patient was in the hospital for 4 hours.